Event description:
It was reported, the subject device displayed no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, flooding was found in the device as well as corrosion on the scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that normal communication was not possible as the internal charged coupled device (ccd) may have failed due to flooding of the main unit's image capture and camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformance within the specification. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.